Event description:
Line started leaking at the hub and was removed later that day. The infant didn't receive all of the ifv and was no without access. Piv was placed till another PICC line was place on 5/5 which was the below one. The device is not available for return.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.